Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for and iliac aneurysm with gore® excluder® iliac branch endoprostheses. It was reported that when the physician attempted to deliver the internal iliac component into the hypogastric artery, the olive tip separated from the catheter. The delivery device and the olive (snare was used to remove olive) were removed from the patient. The physician implanted a gore® viabahn® device. The patient tolerated the procedure.

Manufacturer narrative:
Correction b1. Correction d6-device was not implanted. Correction h1.